Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 275 mg/dl. The customer delivered a bolus to address bg level. Additionally, the customer reported changing out supplies and was unable to observe insulin drips from the infusion set tubing during fill tubing. Troubleshooting with tandem customer technical services (cts), the customer was able to disconnect and see insulin drips after multiple attempts. The customer declined to troubleshoot the cause of the high bg level.

Manufacturer narrative:
In addition to previously reported information, tandem technical support instructed the customer to disconnect and reconnect the luer lock connection, fill the tubing, and drops were seen exiting the end of the infusion tubing. (B)(4). Per tandem's t:slim user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure."